Event description:
The pt's wife reported the pt has been experiencing elevated blood glucose readings of over 200 mg/dl since approx 2007. She stated the pt initially tried to correct his levels by bolusing insulin through his infusion device but the device did not respond appropriately to the amount of insulin he was bolusing. She said he then used the device for the delivery of basal rates but delivered any boluses ny injection. She stated the pt got "better results, but not great." She said that yesterday the pt decided to go back to injection therapy. She stated the pt's blood glucose levels while on injection therapy are still more elevated than they would like. A replacement infusion device was offered to the pt but declined. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.